Manufacturer narrative:
The lead and crt-d were successfully implanted and remain in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during the implantation of this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d), the pacing impedance measurements were above 2000 ohms. The lv lead was disconnected from the crt-d and then tested on the pacing system analyzer (psa). All measurements during testing were normal. The lead was connected to the atrial port and pacing impedance measurements were within parameters. The lv lead was then connected to the correct port and the pacing impedance measurements were now within normal limits. No adverse patient effects were reported.